Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the clip portion of the sensor fell off. The user reported the clip was taped back on to the sensor and the device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.